Event description:
Pt developed "heart-attack like" pain and symptoms. Heart found to be normal. Hospitalized on several occasions. After several hospitalizations, problem went undiagnosed. Drs removed pt's gallbladder in an attempt to find cause. Severe chest pains continued after gallbladder surgery. Not known until 10/94 that this pain was known to be associated with breast implants. Pt also has history of other related events and problems: severe depression, chronic fatigue, non-specific auto-immune condition, atypical connective tissue disease, atypical rheumatic syndrome, palmar erythema, neurological problems, gastro-intestinal problems, rupture of implant, sleep disturbances, alopecia, paresthesias, chronic cough, multiple environmental allergies, chronic pain, memory loss, capsular contracture, myofascitis, chronic bronchitis, generalized osteoarthritis, polyarthritis, degenerative arthritis.